Manufacturer narrative:
A ge oec service representative was investigating the issue and found a defective left monitor. The left monitor system was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a left monitor that was non-function. System was inoperable.